Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s22+ / 2.4.1 / android 16.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.